Manufacturer narrative:
A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: device was received for evaluation and investigation, and testing is currently being performed. Conclusion: a follow-up report will be filed when investigation has been completed.

Event description:
(Drug/diluent: ropivacaine 0.2%). (Fill volume: 400 & flow rate: 7ml/hr). (Procedure: rt. Fasciotomy calcaneal repair). (Cathplace: foot). Bolus button stuck down. In-patient received pump on wednesday, (B)(6) 2011. Pump worked fine wednesday and thursday. Sometime late thursday or early friday anesthesia received a call stating the button was stuck down. Anesthesia indicated pain nurse would visit friday morning. Friday morning pain nurse disconnected catheter from pump and button popped up. Pain nurse returned later friday and when button was pushed, it did not pop back up, even when catheter disconnected. Yellow (orange) indicator was at the bottom. Pain nurse and anesthesiologist watched drip from pump, determined it was satisfactory, reattached catheter, and sent pt home with pump on friday afternoon. Pt discontinued pump on saturday, as expected. No adverse event occurred.